Event description:
This patient underwent a d&c. The novasure apparatus was set to a length of 6.5cm and introduced without difficulty. It was seated to a width of 4.98cm. The cervical seal was applied and enabled, and the apparatus stopped working due to a vacuum dysfunction. The seal was applied and enabled again with the same result. The novasure representative was called for trouble shooting and suggested several steps which were all attempted. A new device was then obtained and introduced to 6.5cm with a width of 4.9cm and cervical seal applied with success.====================== health professional's impression======================the device failed due to vacuum dysfuntion.====================== manufacturer response for uterine ablation device, novasure======================requested return and sent mailer.